Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Stomatitis is a known complication of a peg tube placement. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) had a percutaneous endoscopic gastro jejunostomy (peg/j) tube placed in the week commencing the (B)(6) 2015. On (B)(6) 2016 it was reported that the patient had redness around the peg/j site and the physician prescribed oral antibiotic for 5 days.